Event description:
The third report of three from the same facility crw precision arc was involved in an incident which was described as follows; the frame does not appear to sit flush on the base ring and the collar made noises ("screeches and grinds") when it was moved and sometimes does not lock properly. The slide did not work properly and was unreliable. There is also a problem with the microdrives as these can be 3-4 mm off target just by rotating them within the frames. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.